Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was noted that on 2016-02-20 a power on reset (por) occurred. "Firmware initiated a por with no reason code" indicated. The no reason code por was reviewed and was determined by the formal investigation that this is acceptable behavior. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed indicating a power on reset occurred, and the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range. The defibrillator shock impedance from episode 373 was less than 20 ohms. A 'no reason' por occurred on (B)(6) 2016. (B)(4).

Event description:
It was reported that during the delivery of a therapy for an episode, the right ventricular (rv) lead exhibited an insulation breach, causing the device to experience an electrical reset. The device did not deliver the programmed amount of therapy as a result, but the episode terminated. The device was reprogrammed, and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.